Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot and stained end cap sticker.

Event description:
The husband reported via phone call that the customer had a keypad anomaly. The husband stated the numbers on the insulin pump were scrolling while attempting to bolus.. Customer's blood glucose was 198 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.